Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat lumbar degenerative disc. Approximately 5 years post-op, the patient presented with weakness in the waist. It was found that the screw was broken. It is unknown if the patient has undergone a revision surgery.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.